Manufacturer narrative:
D10 concomitant product: lft10gen, vlft10gen ft series energy platformx1, (sn: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, the seal could not be completed many times because an error or alert occurred. End tone was heard, activation tone was heard and energy delivery was noted. There was no bleeding. The jaws of the ligasure handpiece were cleaned when the device was judged to be dirty, but they could not use it until it got dirty. Another ligasure was used with the same generator and it worked fine. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the device noted no abnormalities. Functionally, the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The knife cut of the device was tested on a silicone test strip with acceptable results. The heel gap of the device was measured and it was found to be within specification. The device produced an instant re-grasp alarm when activation attempts were made. The devices was disassembled and it was identified that the gray wire had disconnected from the connector on the rotation wheel. Jaw wire can interfere with the spindle during rotation of the continuous rotation wheel causing the separation of the female hirose soldered to the contact pad of the continuous rotation wheel or otherwise breaking the electrical connection between jaw and continuous rotation wheel. It was reported that the device was not sealing completely and there was alarm activation. The reported issues were confirmed. The most likely cause was traced to device design. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.